Event description:
The patient contacted animas on (B)(6) 2012 and stated that the keypad buttons had become unresponsive after a period of intermittent responsiveness. The patient denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the audio bolus button was noted to be missing with the internal contact exposed. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow, down arrow and ok keypad buttons were unresponsive. The contrast button was responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The pump was opened for investigation and revealed corrosion on the audio bolus button solder contacts, which caused the button to short rendering the audio bolus button inoperable.